Event description:
The pt reported that he had elevated blood glucose values of 400 mg/dl. He indicated that he did not think that he was receiving his basal rates. The pt reported that he examined his infusion device and the basal rates were gone. During troubleshooting with the company rep, it was discovered that the pt was in profile b and his basal rates had been programmed in profile a. The pt indicated that he did not know how the profiles could have been changed. The pt administered insulin injections to lower his blood glucose values. The pt reported that he was able to lower his blood glucose to his normal range of 120-150 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.